Event description:
We have been using the bd pleurx catheter system since (B)(6) 2023, draining my wife's pleural space every 6 days. For the first time, on saturday, (B)(6) 2024, we encountered defective drainage kit components. The specific defect is malformed end caps that will not install on the end of the catheter. I performed the drainage procedure that saturday night. Near the end of the procedure, when it is time to install a new, sterile end cap, I could not get the cap to snap into place. Upon examination, I saw that cap was not properly formed and would not work for that reason. I considered cleaning the used cap and reusing it but decided that was not a safe course of action. Instead, I opened another drainage kit to obtain another sterile cap. However, this second cap was also malformed and would not snap into place. I opened another kit and the cap worked this time. Presently, I have three unopened kits in reserve. But I am concerned that none of them has a working end cap. I need to have fully functional replacement kits on hand by the next time we are schedule to perform the drainage procedure, which is friday, (B)(6) 2024. The kit components including the caps are sterile and there is no way to see if they are malformed without opening the kit. Thus, it is not possible to check the caps before it is time to actually use them. I have asked bd to provide us with two replacement kits to make up for the two we sacrificed searching for a working cap. Furthermore, it is possible (and unsettling) that one or all of the three kits we have on hand have defective caps. Bd (becton dickinson) does not acknowledge my request. I sent bd a photo showing the used cap (which worked properly) and the defective cap. There is extra material where a gap should be and this prevents the cap from snapping shut. I called bd complaint line and the person I spoke to said they have had other reports of this same problem. The hazard for patients is that unless they already know about this problem, they are going to nearly complete the drainage procedure only to find they cannot complete the procedure and close off the catheter. It is important to keep the catheter end sterile because it leads directly to the patients pleural space. If all the spare kits the patient has contain faulty end caps, the patient will not be able to properly close off the catheter. This will expose the patient to a heightened risk of internal infection because we will be forced to reuse the old and potentially unsterile cap. It's one thing to have a quality control issue in manufacturing the end caps. But I am particularly upset by bd's failure to appreciate the urgency of my situation and to help me obtain working replacement parts in time for my wife's next scheduled drainage procedure. Reference report: mw5160783.